Event description:
Subsequent to the initial medwatch report filing, additional information received which states that three vision stents (3.0 x 28 mm vision, a 3.5 x 12 mm vision and a 3.5 x 8 mm vision) were implanted in the right coronary artery. On (B)(6) 2012, the patient presented with angina. Angiography was performed, and in-stent restenosis was confirmed. On (B)(6) 2012, a drug-eluting balloon was used for treatment of the restenosis. The event was resolved after treatment. No additional information was provided.

Event description:
It was reported that on (B)(6) 2009, three unknown bare-metal stents were implanted in an unknown coronary artery. On (B)(6) 2012, in-stent restenosis was found. The treatment was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported angina and restenosis is listed in the instructions for use, as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. The additional rx vision stents are being filed under separate medwatch reports.